Event description:
(B)(4). I have been on migraine medication since 2009. Have had numerous dr visits for headaches, migraines, hormonal issues, menstrual cramps; including severe cramps and a heavy cycle that persisted from a year after essure was implanted until 2014 when my gyn performed an ablation. The cycle issues stopped, but the migraines persisted and became worse. Since the ablation, numerous other side effects have happened including sensitivity to cold (hands/feet), low b12, osteopenia, lupus like rash on my face, extreme fatigue, constipation and bloating, ovarian cysts (cysts before ablation also), uterine polyp, lower back pressure, metallic taste in my mouth, nausea, nickel allergy, allergies to more and more foods and medications in the past 5 years, thinning of my hair, never had any teeth issues in my life but spontaneously had a front tooth chip and another side tooth split in half to the root requiring a root canal, my hair and skin are always excessively dry. These are the main things that have changed with my health that I cannot attribute to other things. I eat a healthy diet and am a healthy weight (even with the bloating).